Manufacturer narrative:
(B)(4). Batch # u5d973. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage, articulated to the left and with some b-formed staples stuck on the anvil and with a gst45w reload loaded on the device. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to the home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and the switch actuator post was found to be broken with the switch actuator loose; which could lead to the device not to be able to fire. The knife was manually advance, to test the manual return lever functionality, the knife was fully retrieve and the manual lever work as intended. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. The damage to the actuator post has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional information was requested, and the following was obtained: please describe the troubleshooting steps taken to open device including the number of cycles the manual override lever was moved. After the "rbrb" operation was performed with no results, 2 movements of the manual override lever were performed. Was the reason to convert to open only due to device issue or were there other contributing factors? Due to device issue. Was this the first firing of device? If not, how many times was it firing previously? No, it has been successfully fired 4 times before. What is the current patient status? The patient was currently discharged from the hospital with a 4-day delay compared to minimally invasive surgery.

Event description:
It was reported that during the endoscopic lobectomy. After the surgeon squeezed down the closure trigger, the knife advanced forward and accompanied with staples deployed on the tissue (the surgeon claimed that he did not squeeze down the firing trigger yet). Then the jaw cannot open, both reverse button and override lever could not work. Finally, the surgeon changed from endoscopic to open due to could not open jaw and remove the instrument, cut the tissue around the instrument and removed the instrument under the open surgery. The surgery was delayed.